Event description:
Healthcare professional reported right exchange due to concerns with the product. Healthcare professional later reported capsular contracture, baker grade iii." Patient reported they experienced the events of ¿capsular contracture¿, ¿swelling¿, ¿very warm¿, ¿red¿. ¿also shooting pains and sharp deep pains¿. ¿very unwell physically¿, gotten e-coli, klebsiella and staph infection during this explant, hospitalized for 9 days necrotic skin ¿debrided and have been on isolation with oral and IV antibiotics at home with home care nurses for weeks with weeks to go". Has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Necrosis: unable to observe as it is a medical event not related to the device. Infection (early onset): unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed deformation on the device. White calcification observed in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right exchange due to concerns with the product. Healthcare professional later reported capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
The event of infection and necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported they experienced the events of ¿capsular contracture¿, ¿swelling¿, ¿very warm¿, ¿red¿. ¿also shooting pains and sharp deep pains¿. ¿very unwell physically¿, gotten e-coli, klebsiella and staph infection during this explant, hospitalized for 9 days necrotic skin ¿debrided and have been on isolation with oral and IV antibiotics at home with home care nurses for weeks with weeks to go".

Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.